Manufacturer narrative:
(B)(4). Concomitant medical products: 437644067 60778565 durasulâ¿¢ standard insert size 44mm i.d. X 67mm o.d. Former centerpulse, 00620207220 60592636 shell porous with multi holes 72 mm unknown optiflex stem, 00625006560 60732348 bone screw self-tapping 6.5 mm dia. 60 mm length, 00625006550 60990156 bone screw self-tapping 6.5 mm dia. 50 mm length, 00625006540 60838382 bone screw self-tapping 6.5 mm dia. 40 mm length, 00625006535 60965163 bone screw self-tapping 6.5 mm dia. 35 mm length, 00625006520 60959537 bone screw self-tapping 6.5 mm dia. 20 mm length, 00625006515 60773963 bone screw self-tapping 6.5 mm dia. 15 mm length, 00625006515 60713479 bone screw self-tapping 6.5 mm dia. 15 mm length, 00500104428 60722508 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells. Reported event was confirmed by review of medical records. Medical records stated patient had a revision due to osteolysis, cup loosening and dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01514, 0001822565-2018-01515.

Event description:
It was reported patient¿s hip was revised approximately two years post implantation due to osteolysis, cup loosening and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.